Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device activity logs were returned. The activity log showed that the device prompted a "battery has 10% to 19% charge" message. The log then showed an error 3, which indicates that the capacitor takes too long to charge. Review of the clinical data showed the first analysis was a shock advised, but the device did not deliver a shock due to a double change batteries prompt indicating insufficient battery capacity to charge the capacitor. The data files from the event were provided which indicated that the device is running software version 5.18. Zoll medical corporation issued a device corrective action (z-1206-2009 in february, 2009 that addresses the reported concern. The dca was put in place to update the self test protocol to improve the ability to appropriately detect depleted batteries, display a red x and emit an audio alert. Despite notification to update the device software, this device did not have the upgrade performed. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "no shock delivered" message. Complainant indicated that the patient subsequently expired.